Manufacturer narrative:
(B)(4). The reported field event of a charge time out was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The cause of the charge time out was excessive sequential charging. The device is normal.

Event description:
It was reported when the patient was checked-up on, the device delivered a warning error for extended charge time. The device was explanted and replaced. The patient condition is good.